Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating that the first shock was delayed. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Correction: reported issue attributed by user error. This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Based on the patient event file (pef) report the external paddles were chosen to deliver the therapy. Throughout the case the external paddles were placed, removed and reapplied. The reported treatment event was controlled by the user and the event showed pads were on and off before the shock delivery causing delay in treatment. The device functioned appropriately for its intended use and safety. The delay was caused by the user error. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was (B)(6) 2017. The end of life (eol) is scheduled globally to end (B)(6)2022, where the end of support (eos) period will then begin. Based on the information available, the reported issue was attributed by user error. The reported problem was confirmed. No device problem found. The customer was informed that this model is eol. It has been concluded that no further action is required at this time.

Event description:
It was reported the device first shock was delayed. Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device log, and no device malfunction was determined, and the customer was informed that this mode is no longer supported due to end-of-life (eol) status. The device is functional. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end-of-life terms and the device remains at the customer site. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. No device problem found. The customer was informed that this model is eol. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the xl+ device indicating that the first shock was delayed. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating that the first shock was delayed. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Correction: this report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Based on the patient event file (pef) report, the external paddles were chosen to deliver the therapy. Throughout the case the external paddles were placed, removed and reapplied. The reported treatment event was controlled by the user and the event showed pads were on and off before the shock delivery causing delay in treatment. The device functioned appropriately for its intended use and safety. The delay was caused by the user error. The fse evaluated the device log, and no device malfunction was determined, and the customer was informed that this mode is no longer supported due to end-of-life (eol) status. The device is functional. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was (B)(6) 2017. The end of life (eol) is scheduled globally to end (B)(6) 2022, where the end of support (eos) period will then begin. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. No device problem found. The customer was informed that this model is eol. It has been concluded that no further action is required at this time.